Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device passed full functional testing including ECG stress testing without duplicating the report. Visual inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.